Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to always use room temperature insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.